Event description:
This is being filed as the mitraclip went through the left atrium wall and the patient underwent surgical repair. It was reported that during the mitraclip procedure, due to the anatomy, the clip delivery system (cds) was intermittently visible while in the left atrium. Prior to achieving a good view on the echocardiogram, the physician advanced the cds. As he started to turn the cds m steering knob to turn the clip down to the mitral valve, resistance was met and no clip movement was visible. After reviewing the echocardiogram image, the clip was confirmed to have gone through the atrial wall and was outside of the left atrium. The resistance felt was not caused by the m knob, but was due to the clip being outside of the atrial wall. Pericardial blood was visible. The patient was converted to surgery. During surgery the clip was deployed onto the atrial wall and was secure enough so it would not detach. The bleeding was reduced after clip deployment. The mitraclip devices were removed from the anatomy. The clip was left in place and the remainder of the bleeding was stopped with surgical stitches. The patient left the operating room in stable condition. The mitral valve was left untreated. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the device are, but not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device met all in-process and final acceptance activities, including verification that the steerable sleeve properly curved and functioned as intended. There were no manufacturing nonconformities issued to this lot that would have contributed to the reported event. A query of the electronic complaint handling system identified no other incidents reported from this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the device may be influenced by patient anatomical morphology, resulting in increased tension on the device, excessive curves applied to the device by the user or difficulties with visualization. Based on the information reviewed, the reported knob resistance/inability to steer the clip down toward the valve (difficulty positioning the device) appears to be related to patient/procedural conditions and user technique, as it was indicated that the clip was outside the left atrial wall. There is no indication of a product quality deficiency. The patient effects of cardiac perforation and hemorrhage/bleeding are listed in the mitraclip instructions for use, as possible complications associated with mitraclip procedures. In this case, the reported atrial perforation appears to be due to procedural conditions/user technique, as the clip became into contact with the atrial wall during positioning attempts. The bleeding/hemorrhage was likely a cascading effect of the atrial perforation. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.